Event description:
It was reported that the defibrillator experienced a therapy switch failure. Further information was provided that there was no malfunction and this was a request for proactive implementation of a field change order. There was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator experienced a therapy switch failure. The device was not in use on a patient.